Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported a button error on her insulin pump when trying to bolus. The device is now alarming and asking for the time and date. Customer replaced the battery and the numbers won't stop. Customer's blood glucose is 154 mg/dl. The device was clipped on customer's back for thirty minutes. Customer stated it was pretty hot today. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.